Event description:
It was reported that the device suture broke. The flexima drainage catheter was introduced during a percutaneous nephrostomy procedure. While trying to make a catheter loop, the physician pulled back on the suture and it snapped. The physician removed the catheter and completed the procedure with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that the device suture broke. The flexima¿ drainage catheter was introduced during a percutaneous nephrostomy procedure. While trying to make a catheter loop, the physician pulled back on the suture and it snapped. The physician removed the catheter and completed the procedure with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed that the device returned has a regular cut approximately at 23.3 cm from the pigtail section, the shrink section and the suture key were not returned and only one section of the suture was returned separated of the catheter. A mandrel 0.038 inches was inserted through the catheter section returned and it passed properly, without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).